Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were trying to find better relief of their symptoms. The patient confirmed that the therapy was helping their symptoms by 50% or greater and they weren't going to the bathroom as much and they didn't have to get up as much to go to the bathroom but they were still getting up at night and wanted to find a program where they could increase the stimulation a little bit to see if they could go a little less than they already were. Patient services reviewed therapy expectations, device description/function, as well as programming, stimulation and ins battery longevity considerations with the patient. The patient said they were able to connect to their settings and make changes and said they would experiment with the programs to see which program helped them the best. Patient services reviewed external device function with the patient and patient mentioned that at their job when they used to work they would get a shocking sensation when they walked through security at the store. Patient said they hadn't worked in awhile so it hadn't happened in a while. The could not specify when exactly it would happen, only that it has occurred with their current implanted system on occasion. Patient services reviewed security considerations with the patient. Patient services wanted to note that the patient would describe the stimulation being too high as a "shocking sensation" but clarified that by "shocking" they just meant the stimulation felt really high and when they increased to high, and they would just decrease their stimulation down to a comfortable level again. Patient said that given the age of their implant, their ins battery was probably getting near to its end of life and said they would follow up with their managing healthcare provider sometime this month to check the implanted system and to discuss when it would be time to get another implant.